Event description:
Additional information received from the hcp indicated that the neurologist ordered the MRI to assess for c-cord relapse. The ins didn't really work for the patient, and they had been using "oae" medications. It was noted that the ins had possibly been not working/battery off for six months.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported the implantable neurostimulator (ins) had depleted and was not working. The hcp noted the last time she had checked the ins was in 2014 and there was 6-21 months of battery life left at that time. It appeared to be normal battery depletion, but unable to confirm because ins is not working. There were no symptoms reported. It was noted the patient needs a head and cervical MRI. The patient is implanted for urinary dysfunction/sacral nerve stim.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.